Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of a diabetic ketoacidosis and a blood glucose level of 588 mg/dl. He was wearing the insulin pump at the time of hospitalization. A bent cannula was found when he removed the infusion set and air bubbles were found as well. In the alarm history a battery out limit, a no delivery, and check settings alarms were found. The product was not returned. Nothing further to report.